Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to patient dissatisfaction because he could not inflate the device. A new spectra penile prosthesis (spp) device was implanted.